Event description:
Allegedly metal shards off reamers rusting. Sterile processing dept pointed out.

Manufacturer narrative:
This is a reportable malfunction. No patient involvement. Non-reportable recall.